Event description:
A 50 year old, 280 lb, female patient, reported she went to the ER for treatment of 2nd degree burns on her arm above the elbow a couple days after an MRI scan on this system. Customer reported that the particular scan she performed normally causes patients to feel warm but this patient did not report anything to her following the scan to indicate any problem.

Manufacturer narrative:
The investigation concluded that there were no abnormalities with the device. It was determined that the alleged issue was due to user error and the failure to implement the precautions described in the safety manual. The distance between the transmitter coil and the patient was less than the recommended 10mm. There was no malfunction of the device.